Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
Esheath, commander, s3u. As reported by an edwards field clinical specialist a balloon rupture occurred during valve deployment. Then slight resistance was felt while removing delivery system through the sheath. Upon sheath removal, the inner lining of the sheath became bunched up about 2" from the distal end of the sheath. The use error did not lead to any negative outcomes or patient injury. The devices are not available for return.

Manufacturer narrative:
As the device was not returned, a non-product return engineering evaluation was performed. An imaging report was reviewed, and the following was observed: calcification present on the annulus. Tortuosity present on the access vessels and abdominal aorta. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.   The complaints for ¿balloon burst¿, and ¿delivery system withdrawal difficulty ¿ through sheath¿ were unable to be confirmed. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For the event of balloon burst, ¿as reported by an edwards field clinical specialist a balloon rupture occurred during valve deployment¿. As per the 3mensio imagery, calcification present at the annulus and tortuosity present on the access vessels and abdominal aorta¿. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests patient (calcification) factors contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time.  For the event of withdrawal difficulty, ¿as reported, slight resistance was felt while removing delivery system through the sheath.¿ it is possible that the balloon burst altered the balloon profile, contributing to the withdrawal difficulty as the altered balloon profile would have likely become caught on the tip of the sheath and could have bunched up at the distal end as described in the complaint description. Additionally, tortuosity could create additional difficulty while withdrawing the delivery system. Available information suggests patient factors(tortuosity) and procedural factors (withdrawal of a burst balloon) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time.¿ complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.